Event description:
Device 1 of 4. Reference MFR report: 1627487-2012-1192, reference MFR report: 1627487-2012-1193, reference MFR report: 1627487-2012-1194. The pt was implanted with two leads with the same lot number and two extensions with the same lot number. It was reported that the pt had developed a fever after the implant procedure. The physician decided to explant all scs devices due to pt's potential risk for infection. The pt is still hospitalized and is reported to be doing better.

Manufacturer narrative:
Eval method: the device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.